Manufacturer narrative:
During inspection and testing, error code e315 (scope error) occurred due to an electrical continuity error. In addition, there was an air leak at the air/water channel, angulation was insufficient, the play of the angle knob was out of standard, there was evidence of water infiltration in multiple parts of the device, the universal cord was wrinkled, the adhesive on the bending section cover was chipped, the insertion tube was scratched, and there was a scratch on the side of the control body. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported an unspecified error code was displayed. The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code e315 was displayed. This report is being submitted for the malfunction found during evaluation (error code e315). There was no harm or user injury reported due to the event. Additional details were requested regarding the reported event. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the water detection sticker on the scope connector was observed to be discolored. It is likely that error e315 occurred due to liquid invasion of the scope connector, which resulted in temporary electronic defects such as a short-circuit of the inner board and inner board connection. The air leakage from the air/water channel of the scope connector was likely due to the detachment of the water tube of the scope connector. Since there was no exchange history of the scope connector, the reported event was unlikely caused by a manufacturing defect. Based on the confirmation of the universal cord wrinkle, the reported event likely occurred due to excessive bending stress application. In addition, the investigation confirmed that noise was generated after the connector was exchanged. Electronic damage of the image sensor unit cable due to the electronic defect of the inner board likely caused the reported event. The root cause could not be determined. Olympus will continue to monitor field performance for this device.